Manufacturer narrative:
On (B)(6) 2017 - this lead was explanted and replaced. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed multiple signs of wear along the lead body. In particular 26 cm distal to the is-1 connector pin the lead body was found squeezed and deformed. The outer insulation was severely damaged in this region. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Manufacturer narrative:
(B)(4).

Event description:
Lead check flipped polarity from bipolar to unipolar. The lead has a low impedance trending downward at 290 ohms. Lead remains implanted.